Manufacturer narrative:
Additional information: photo device evaluation: the customer provided photo was evaluated. The photo displays the suspect lens inside the patient's eye and a crack-like mark can be observed on the lens. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. Complaint issue "lens damaged" was identified during photo evaluation; however, the complaint issue "difficult to use" was not identified. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Upon delivery, dcb00 model intraocular lens (iol) reported to have medium resistance. The optic had a crack defect after the iol was fully inserted into the patient's ocular sinister (left eye). The iol was removed via cut out. The surgeon expects corneal edema due to iol removal however, corneal edema was not confirmed. Photo of the iol was provided. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information unavailable. Section a-3a patient sex: unknown/asked information unavailable. Section a-3b patient gender: unknown/asked information unavailable. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed during the initial procedure, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.